Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 19nov2022. H6: investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that water droplets inside the barrel were found before use. The returned syringe was examined and no fm was observed in the sample, however, a clear droplet of material came out of the barrel when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that water droplets inside the barrel were found before use.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that water droplets inside the barrel were found before use.